Manufacturer narrative:
The insulin pump passed the displacement test, active current test and self test. No failed battery alarms noted during testing. Pump failed the sleep current test due to corroded battery tube and moisture damage on the harness assembly vibrator. Pump received with scratched case. Pump received with pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had failed battery test alert. Battery cap was not damaged. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.